Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
Note: this report pertains to first of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the bands could not be deployed. A second speedband superview super 7 was used; however, the bands could not be deployed. The string on the cylinder to the bands were not ready to deploy and it was not looped. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.